Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/10/2020.

Event description:
It was reported that the ventilator would not boot up. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. The service engineer (se) inspected the device. The se found the units screen was black and the cooling fan was not working. The se replaced the motor controller and power management board to address the reported issue.